Event description:
It was reported that the device was at premature recommended replacement time (rrt). Patient called upset that the device battery wasn't lasting as long as it should have. It was further reported that the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed there was high battery impedance leading to battery depletion and elective-replacement-indicator status. The ramware version 8 was installed on (B)(6) 2011. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was found to have high battery impedance leading to battery depletion and elective-replacement-indicator status. The ramware version 8 was installed on (B)(6) 2011.

Event description:
It was reported that the device was at premature recommended replacement time (rrt). Patient called upset that the device battery wasn't lasting as long as it should have. The device remains in use until change-out is scheduled. No patient complications were reported as a result of this event.